Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they were frequently hospitalized. The customer stated they were admitted into the intensive care unit two times in the past 6 months. The customer's blood glucose was unknown. The detail of the customer's hospitalization was not provided. The insulin pump will not be returned for analysis.